Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving two inappropriate shocks. Upon review, the shocks were caused by noise. The hv therapy was programmed off. The lead was explanted and replaced. There were no complications. The patient was discharged in stable condition the following day.